Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: review of the black box and download history revealed evidence of the time and date resetting to factory default on (B)(4) 2013. Daily insulin delivery totals were reviewed and correctly reflected the user¿s programmed basal rates. Only typical usage alarms and warnings were observed in the history. The pump was exercised for 29 hours and was found to be delivering within specifications. The pump was opened for investigation. Evaluation revealed the internal clock battery on the pcb board had leaked. Investigation was unable to duplicate the original complaint.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that at 6:30 that morning, he experienced a low blood glucose (bg) of 20mg/dl. The patient stated that he almost lost consciousness, was unaware of what was going on around him, was sweating, and could not stand, walk, or speak. The patient stated a family member treated him with glucagon, juice, and candy, and at 2:30pm the same day his bg was up to 337mg/dl with lethargy. The patient stated that at that time he was still experiencing some residual balance issues from the low bg but remained on insulin pump therapy and had given an injection for the elevated bg. The patient noted that the evening of (B)(6) 2013, he had increased activity, as he had been shoveling snow for an hour and a half. A review of the pump history shows that around 7:30pm on (B)(6) 2013 the patient changed the site/set and then delivered a 14.0 unit bolus. Two smaller boluses were observed in the pump history at 10:07pm and 10:56pm. The patient's bg at 12am, on (B)(6) 2013, was reportedly 220mg/dl. The patient confirmed all pump settings and histories are correct. The patient stated that he currently has a cold and is also taking lexapro. The patient stated he thinks the low bg was a late reaction to the increased activity from the previous day. This complaint is being reported because the patient allegedly experienced severe hypoglycemia requiring assistance of another person while using insulin pump therapy, and it is unclear at this time if the pump was a cause or contributor in the reported bg excursion.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.